Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Additional programming changes were discussed but not performed. The patient's condition was unknown.

Event description:
New information received notes that programming changes were made to address the implantable cardioverter defibrillator's post-paced t-wave oversensing. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. The patient was stable.